Event description:
It was reported after using bd vacutainer® eclipse¿ blood collection needle, blood leaked from one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 16 samples for investigation. Ten returned samples along with 10 retained samples were subjected to functional tests to assess the functionality of the device, and all samples passed testing with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® eclipse¿ blood collection needle, blood leaked from one (1) device. No adverse impact was reported regarding the patient or user.